Manufacturer narrative:
This was initially reported for an allegation of a serious injury. However, additional information was received that verified there was no actual harm or injury associated with this event. There was no missed or misdiagnosis associated with this event. There was no deterioration of the patient's condition associated with this event. The exam was completed on the same system. The reported problem indicated in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur.

Event description:
Philips received an nmpa#(B)(4). It was reported a customer¿s epiq elite ultrasound system, in use with an unspecified abdominal transducer, had image quality issues. During an abdominal examination, there was significant interference resulting in blurry images and unclear blood flow. The customer alleges a serious injury occurred, however there is insufficient information regarding the patient outcome at this time. Philips has started an investigation, and upon completion, a follow up report will be submitted.